Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the area was not clean before starting pd therapy. The patient was not hospitalized for the event of peritonitis. On an unreported date, the patient began treatment for the peritonitis with injection (inj.) Vancomycin (2 grams, frequency, route of administration not reported) and inj. Fortum (1 gram given twice daily, route of administration not reported). At the time of this report, the peritonitis was resolved, the patient was recovered from the event, and dianeal therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.